Manufacturer narrative:
Event summary: visual inspection of sheath showed the shaft was kinked and twisted between 2.37 to 2.79 inches from the tip. Kink was preventing a smooth steerability when a test catheter was inserted. In conclusion, the reported shaft kink issue has been confirmed through testing. The sheath failed the returned product inspection due to shaft kink and twist near the tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was kinked. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.